Event description:
During a routine check of the iabp, the company representative observed that the batteries were left depleted for too long, resulting in both batteries not being able to be re-charged. Both of the depleted batteries connected to the iabp, when running from the mains supply, would shout down without warning after one or two minutes, causing the shut down alarm to sound with no low battery warning. No patient was involved.

Manufacturer narrative:
The maquet representative replaced both batteries (part number 0146-00-0097) power management board (part number 0670-00-00767) and power slot interface (part number 0670-00-0842) on the cardiosave. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The li-ion batteries (part number 0146-00-0097) were sent to (B)(4) for repair where the batteries were extensively tested and evaluated. However, the problem could not be duplicated. (B)(4).